Manufacturer narrative:
(B)(4). Date sent: 11/26/2025. B3: unknown. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not recognized, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary: this is an analysis for the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a box with product code gst60b, lot # 568a40, exp. Date: 2028-03-15. In addition, an open box with product code gst60b, lot #568a40 was observed; inside the box there was an individual package with the lot #t30e13, expiration date: 2027-11-20. A lot trace was performed on the lot provided, and the lot number 568a40 associated with the product code gst60b was not found in the quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, it was confirmed that the product is counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer received allegedly defective products. There was no adverse patient consequence reported. No additional information provided.